Manufacturer narrative:
The device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was causing run on with a handpiece. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.